Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
A laser tech reports one eye was inadvertently treated at vertex distance of zero due to user error. The surgeon failed to reset the proper vertex distance. Pt's outcome is unknown; however, the surgeon stated he is not concerned about the pt's outcome. Additional info has been requested.